Event description:
It was reported that the procedure was cancelled post sedation. A soloist? Single needle electrode was selected for use in a radio frequency ablation procedure in an osteoid osteoma with benign tumor. The patient was under general anesthesia. After obtaining access and deploying the device, an attempt was made to start ablation, but the generator showed an error 2. Troubleshooting was attempted, but the error 2 displayed continuously, so the procedure was cancelled. There were no patient complications as a result of this event. Additional information reported that the needle electrode was able to be placed at the desired location and all protocols were followed, but it was unable to reach the maximum impedance. The impedance calculator was floating around 35-45 during all three placements of 15 minutes.

Event description:
It was reported that the procedure was cancelled post sedation. A soloist? Single needle electrode was selected for use in a radio frequency ablation procedure in an osteoid osteoma with benign tumor. The patient was under general anesthesia. After obtaining access and deploying the device, an attempt was made to start ablation, but the generator showed an error 2. Troubleshooting was attempted, but the error 2 displayed continuously, so the procedure was cancelled. There were no patient complications as a result of this event.

Event description:
It was reported that the procedure was cancelled post sedation. A soloist? Single needle electrode was selected for use in a radio frequency ablation procedure in an osteoid osteoma with benign tumor. The patient was under general anesthesia. After obtaining access and deploying the device, an attempt was made to start ablation, but the generator showed an error 2. Troubleshooting was attempted, but the error 2 displayed continuously, so the procedure was cancelled. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.